Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported stimulation, high thresholds, low impedances, loss of capture, dissection, and perforation.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this patient experienced phrenic stimulation shortly after implant. The rv lead exhibited high pacing thresholds and lower pacing impedances. When the thresholds increased intermittent capture was exhibited. A CT scan occurred and the patient had a peri-pleural effusion. It was suspected that the rv lead had micro-perforated. The physician believed the patient may have had a subclavian dissection also; however, they didn't think it was related to the lead. It was noted the patient has a history of previous pleural effusions. 1.2 liters of fluid was removed, and a revision procedure occurred. The rv lead was explanted and replaced. No additional adverse patient effects were reported.